Event description:
It was reported that following implant, high impedance measurements were noted on the left ventricular lead. The patients pulse generator would be reprogrammed. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.